Event description:
The capener gouge and mallet were being used for a patient undergoing an l4-5 fusion and left l5 graft repair. When the gouge was struck, the instrument split where the metal screws into the wood handle causing fragments to enter the sterile field. The equipment was immediately removed. The wound was irrigated with bacitracin 50,000 units and gentamicin 20 mg in 0.9% nacl. The contaminated area was redraped and everyone changed gloves. The patient was monitored and did not suffer any harm.